Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows deformation of the threads of the screw. Initial observation shows deformation of the screw threads. It was reported that the screw thread damage was seen after the screw had been removed during the initial surgery to reposition the screw. It is likely that the thread damage was caused by excessive force from an incorrectly used instrument. This was an isolated occurrence. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a creo amp modular screw was found to have damaged threads during surgery. This event occurred in japan.